Event description:
The customer reported an Incompatible Scope error E315 during inspection for use involving an Olympus ColonoVideoscope. There was no patient involvement.

Manufacturer narrative:
E1: (b)(6).The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.